Event description:
R wave trend has a gradual decline currently measuring 1.6mv was ~5mv prior undersensing on ventricular lead, noted on current electrogram, resulting in possible inappropriate pacing. Variation in sensing measurements of r wave amplitude. "Bkc". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).